Event description:
Pt fell down stairs 9/18/93. He developed a large effusion and presented with complaints of pain, swelling. X-rays suggested possible patella implant failure. At surgery, patella was found ato have defect in plasstic in middle with deformation of remaining plastic. All components were well fixed. Pt was revised to all poly patella without incident. Tibial insert was revised incidentally from 7mm to 9mm insert. There were no abnormalities found on tibial insert. Note: pt's old chart not available from hospital unable to get cataalog number. Lot number was found on implant.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.